Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer contacted the technical service engineer (tse) regarding one of the universal surgical manipulator arms was blinking blue and beeping whenever an instrument was installed. The customer stated they were already in the middle of rebooting the da vinci system and had tried reseating the sterile adapters and instrument arm drapes without success. After the reboot, the same behavior persisted. Tse reviewed the system logs and identified an 22020 error indicating that the installed prograsp forceps on that usm4 failed to engage on the grip axis, and the customer also reported grasping issues. The customer continued the procedure without using the usm4. The procedure was completing as planned with no reported injury.